Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate; cause was unknown. Customer was hospitalized with elevated blood glucose (bg) levels that were over 500 mg/dl and went into diabetic ketoacidosis. Customer's bg level was addressed by receiving an insulin drip, fluid drip, and delivering a bolus. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.